Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is report 2 of 2 for complaint (B)(4).

Event description:
It was reported that during a routine planned elastic nail removal, the surgeon was reportedly trying to remove the ti elastic nail. As the surgeon was hammering, the threaded end portion of the 359.218 extension broke off and the threads were still attached in the chuck 359.219. The surgeon was able to complete the procedure without using other instrumentation. The consultant provided loaner instruments from the metro office to use if needed before replacements arrive.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 2 for complaint (B)(4). Original awareness date is (B)(4) 2012.